Event description:
It was reported that the tip is broken off while being tapped with a mallet to advance the tip down the pedicle. The device was bent back and forth to attempt removal. There was a forty five minute delay to remove the tip of the device from the patient's pedicle. The surgeon was able to remove the broken piece of the device from the patient before the surgery was complete. There were no known adverse consequences to the patient, or clinically significant delays associated with the reported event.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that the tip is broken off while being tapped with a mallet to advance the tip down the pedicle. The device was bent back and forth to attempt removal. There was a forty five minute delay to remove the tip of the device from the patient's pedicle. The surgeon was able to remove the broken piece of the device from the patient before the surgery was complete. There were no known adverse consequences to the patient, or clinically significant delays associated with the reported event.